Event description:
The subject pacemaker was implanted on (B)(6) 2017. Reportedly, during a follow-up performed on (B)(6) 2019, battery impedance curve showed an abnormal decrease after having reached approximately 1 kohms. The battery impedance value displayed on the programmer screen was normal at 0.4 kohms. Since pacemaker implantation, a gradual increase of the ventricular lead impedance measurements has been observed and the ventricular lead impedance reached 3000 ohms. Since the ventricular threshold was stable at 1.50 v, it was decided to continue to monitor the patient. Preliminary analysis revealed that the reported behavior most probably resulted from a gradual ventricular lead issue or a gradual physiological phenomenon occuring at the implant site.

Manufacturer narrative:
Please refer to the attached analysis report. Attachment: [20191029 - analysis_and_closure_report_resp-2019-01303.pdf].

Manufacturer narrative:
The electrical and mechanical characteristics of the returned device conformed to established specifications.

Event description:
The subject pacemaker was implanted on (B)(6)2017 . Reportedly, during a follow-up performed on (B)(6)2019 , battery impedance curve showed an abnormal decrease after having reached approximately 1 kohms. The battery impedance value displayed on the programmer screen was normal at 0.4 kohms. Since pacemaker implantation, a gradual increase of the ventricular lead impedance measurements has been observed and the ventricular lead impedance reached 3000 ohms. Since the ventricular threshold was stable at 1.50 v, it was decided to continue to monitor the patient. Preliminary analysis revealed that the reported behavior most probably resulted from a gradual ventricular lead issue or a gradual physiological phenomenon occuring at the implant site.

Manufacturer narrative:
Preliminary analysis results revealed that no anomaly is suspected on the battery and on the battery curve.

Event description:
The subject pacemaker was implanted on (B)(6) 2017. Reportedly, during a follow-up performed on (B)(6) 2019, battery impedance curve showed an abnormal decrease after having reached approximately 1 kohms. The battery impedance value displayed on the programmer screen was normal at 0.4 kohms. Since pacemaker implantation, a gradual increase of the ventricular lead impedance measurements has been observed and the ventricular lead impedance reached 3000 ohms. Since the ventricular threshold was stable at 1.50 v, it was decided to continue to monitor the patient. Preliminary analysis revealed that the reported behavior most probably resulted from a gradual ventricular lead issue or a gradual physiological phenomenon occuring at the implant site.

Manufacturer narrative:
It was reported on 29 may 2020 that the pacemaker was explanted on (B)(6) 2020 and the associated lead was abandoned. Based on the additional information, a ventricular lead issue is suspected.

Event description:
The subject pacemaker was implanted on (B)(6) 2017. Reportedly, during a follow-up performed on (B)(6) 2019, battery impedance curve showed an abnormal decrease after having reached approximately 1 kohms. The battery impedance value displayed on the programmer screen was normal at 0.4 kohms. Since pacemaker implantation, a gradual increase of the ventricular lead impedance measurements has been observed and the ventricular lead impedance reached 3000 ohms. Since the ventricular threshold was stable at 1.50 v, it was decided to continue to monitor the patient. Preliminary analysis revealed that the reported behavior most probably resulted from a gradual ventricular lead issue or a gradual physiological phenomenon occuring at the implant site.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted on (B)(6) 2017. Reportedly, during a follow-up performed on (B)(6) 2019, battery impedance curve showed an abnormal decrease after having reached approximately 1 kohms. The battery impedance value displayed on the programmer screen was normal at 0.4 kohms. Since pacemaker implantation, a gradual increase of the ventricular lead impedance measurements has been observed and the ventricular lead impedance reached 3000 ohms. Since the ventricular threshold was stable at 1.50 v, it was decided to continue to monitor the patient. Preliminary analysis revealed that the reported behavior most probably resulted from a gradual ventricular lead issue or a gradual physiological phenomenon occuring at the implant site.

Event description:
The subject pacemaker was implanted on (B)(6) 2017. Reportedly, during a follow-up performed on (B)(6) 2019, battery impedance curve showed an abnormal decrease after having reached approximately 1 kohms. The battery impedance value displayed on the programmer screen was normal at 0.4 kohms. Since pacemaker implantation, a gradual increase of the ventricular lead impedance measurements has been observed and the ventricular lead impedance reached 3000 ohms. Since the ventricular threshold was stable at 1.50 v, it was decided to continue to monitor the patient. Preliminary analysis revealed that the reported behavior most probably resulted from a gradual ventricular lead issue or a gradual physiological phenomenon occuring at the implant site.

Manufacturer narrative:
Please refer to the attached updated analysis report.